Event description:
A surgeon reported laser cut too deep into posterior capsule. The surgeon indicated the remaining femtosecond laser portion of the procedure was aborted with no patient injury. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).